Manufacturer narrative:
The affected material was not available. A photo showing the cracked breathing hose provided basis for the investigation. The exactly root cause for the crack could not be identified without the complaint material. However, based on the photo an external force applied during handling is considered a possible root cause. During the last 12 months only one similar case has been reported to draeger. The failure rate is within an accepted range.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient circuit cracked during use and flooded room with gas being delivered to patient. There was no injury reported.